Event description:
Multiple events have occurred: telemetry leads not functioning, upon observation it was noted that one of the leads (black) became disconnected from sticker. Also was noted that the other 2 leads (white and green) had some separation/peeling on stickers and loosening of wires but not yet completely disconnected. Leads were removed and provided to the clinical nurse specialist in several incidents. [Date redacted] telemetry leads not functioning, upon observation it was noted that one of the leads (black) became disconnected from sticker. Also was noted that the other 2 leads (white and green) had some separation/peeling on stickers and loosening of wires but not yet completely disconnected. Leads were removed from patient and bagged, given to cns [clinical nurse specialist]. [Date redacted] the wire came separated from lead lot #102624 [date redacted] the wire separated from the lead. Lot number #102624 [date redacted] white lead of EKG [electrocardiogram] leads, wire disconnected from under sticker, so central monitor was alarming. Baby's feed at breast had to be paused to put on a new sticker. [Date redacted] ECG [electrocardiogram] wire came apart from the gel adherence pad. [Date redacted] the black lead wire pulled out from under sticker. Baby had to be unwrapped and woken up from being asleep to replace lead. [Date redacted] vermed neonatal cardiac lead, wire separated from the lead.